Manufacturer narrative:
The lot number was not provided, therefore, it is not possible to perform a device history record (DHR) review. The product sample was received in a generic plastic bag. It consisted of one assembled catheter 14.5fr palindrome with slots. After visual inspection, issues were identified during functional testing (underwater test) bubbles were detected coming out below the hub from the lumen which corresponds to the venous extension. The lumen corresponding to the arterial extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device, stating do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. It is important to inspect the catheter frequently for nicks scrapes, and cuts which could impair its performance. The customer indicated that the catheter functioned as intended for 1 year and 3 months; therefore the device was more likely damaged during that time. Based on the available information, the probable root cause can be that a leak was more likely caused due to the inappropriate use of cleaning agents. This complaint was received on (B)(6) 2014 and the device was used for 1 year and 3 months; therefore it can be noticed that the lot involved was manufactured before the initiation of a corrective and preventive action (CAPA) dated 01/09/15. Following evaluation, it was defined that this event is being handled through this CAPA and will be used to track the delayed adoption of revised cleaning protocols in the (B)(6) market for these products. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100 percent in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100 percent leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer reports there is a leak at the bifurcate. The (B)(4) sleeve was observed as being detached from the bifurcate. The catheter was placed on (B)(6) 2013, the leak occurred on (B)(6) 2014 and the catheter was pulled and replaced on (B)(6) 2014. The catheter was in situ for 1 year and 3 months.